Event description:
It was reported that during an in-clinic device check, it was discovered that the atrial lead dislodged confirmed via chest x-ray. No electrical anomalies were observed. The atrial lead was replaced without complication and the old lead was explanted. No patient complications were reported prior to, during, and after the procedure.